Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a pocket infection. The patient's antibacterial absorbable envelope currently remains implanted. No further patient complications have been reported as a result of this event.